Manufacturer narrative:
The unit did not have a frozen screen during testing. However, the unit had unresponsive buttons due to an unlocked keypad connector on the lcd board. The unit had a cracked reservoir tube lip and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a frozen display. The customer's blood glucose level was unknown. No further details were provided.